Manufacturer narrative:
H4: device manufactured between february 08, 2021 to february 09, 2021. H10: the device was received for evaluation. A visual inspection was performed, and it was noted the valve set connector was received detached from the valve set silicone tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set disconnected from the valve port which resulted in a leak. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.